Manufacturer narrative:
(B)(4).

Event description:
It was reported the device displayed nos sensor found during a sensor session. The sensor was inserted into the upper buttocks, which is off label usage of the device, on (B)(6) 2020. No product or data were returned for evaluation. The confirmation of the complaint was undetermined. The probable cause could not be determined.